Event description:
It was reported there was no stimulation sensation. The previous day, the patient's leg was hurting. Patient could not feel the stimulation at their usual setting of 1.0 volts. Patient increased to 1.4-1.5 before any stimulation had been felt. Patient questioned whether cardioversion may have effected the spinal cord stimulator. There was no shocking or surging. Patient had an appointment with health care professional the following day. Two days later, it was reported the patient was not seeing any "call hcp" screens on the programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3998 lot# l58161, implanted: 1999 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).